Event description:
The pulsar generator alarmed throughout the case and displayed a warning that it did not recognize the hand piece. We were able to complete most of the case with the hand piece before the generator alarmed and once that happened doctor switched to standard electrocautery.

Manufacturer narrative:
Device expected to be returned to the manufacturer but as of the date of this report product has not been received.